Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose and ketoacidosis. The blood glucose reading was 293mg/dl. It was reported that before her admission the customer contacted her doctor and was advised to remove the insulin pump. The customer treated the blood glucose with a pen, but the pen was defective. No further information was provided.